Event description:
The device eval identified a reportable malfunction, under-delivery, unrelated to the original complaint, which was not a reportable event.

Manufacturer narrative:
(B)(4). Inspection of the pump prior to repair found an under-delivery. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.